Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty cycler with cycler set and the patient event of peritonitis and sepsis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the liberty cycler with cycler set and the adverse event. Additionally, there was no allegation of a machine malfunction or deficiency reported for this event. The cause of the peritonitis and sepsis is unknown. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient presented to the hospital with complaints of abdominal pain and was assessed with fever, tachycardia and tachypnea (unknown values). The patient was diagnosed with peritonitis (unknown species) and sepsis, however, per pdrn white blood cell (wbc) count on admission was not elevated. A pd effluent culture was negative for growth after three days. The patient was treated with antibiotics, vancomycin and fortaz (route, dose, frequency unknown). The patient continued pd therapy during hospitalization with a change of prescription on to 1 bag of 1.5% and 1 bag of 2.5% for ccpd that evening. The patient was discharged with resolved status for the peritonitis and sepsis. The patient was seen at the pd clinic afterwards and was reported to be in good condition with no further issues reported.